Event description:
It was reported that the patient experienced st segment elevation. During an atrial fibrillation ablation, a farawave ablation catheter was selected for use. During procedure, while cavo-tricuspid isthmus (cti) line was treated and considered off-label use with the catheter, st segment elevation occurred. No air embolism was observed as the incident was identified as a coronary spasm following the ablation of the cti. The catheter was inserted and removed only once, with continuous irrigation ensuring no air or bubbles were detected. Nitroglycerin was administered, and the patient has fully recovered.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that the patient experienced st segment elevation. During an atrial fibrillation ablation, a farawave ablation catheter was selected for use. During procedure, while cavo-tricuspid isthmus (cti) line was treated and considered off-label use with the catheter, st segment elevation occurred. No air embolism was observed as the incident was identified as a coronary spasm following the ablation of the cti. The catheter was inserted and removed only once, with continuous irrigation ensuring no air or bubbles were detected. Nitroglycerin was administered, and the patient has fully recovered.

Manufacturer narrative:
H6: impact codes- corrected. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.